Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient was hospitalized with a blood glucose reading of 500 mg/dl. She was treated with IV insulin while her insulin pump therapy was discontinued. At the time, the patient exhibited symptoms of ¿moderate increase thirst, urination, and irritable.¿ prior to the hospitalization, the patient reportedly took a field trip in the heat at a ball and may have had fluid loss. It was noted that the patient¿s insulin pump had a history of short battery life. During troubleshooting, the reporter was adamant about the animas pump not delivering insulin as directed. The issue was not resolved with training. This complaint is being reported due to an alleged pump malfunction and because the patient received hcp treatment for hyperglycemia while on insulin pump treatment. The animas products were replaced and requested back for investigation.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately. The pump successfully completed the required (B)(4) flow accuracy test and was found to be delivering within the specifications. Investigators were unable to duplicate reported complaint. There was no defect found.